Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer reverted to an alternate pump for insulin therapy. Customer's blood glucose (bg) was 182 mg/dl.